Event description:
The following information was reported: balloon loss of pressure occurred during pullback at the 2nd stop (arteriotomy). Manual compression was applied for 30 minutes or less. The patient was not hospitalized. Procedure type: diagnostic peripheral vessel size: 7 mm stick; location: medium sheath size: 5f. Additional information: at prep, the black marker on the inflation indicator was fully exposed. The stopcock was opened when the balloon was at the arteriotomy. There was no resistance while inserting the device. There was no resistance while pulling back.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the reported event could not be confirmed and the root cause could not be determined. However, it was reported by the facility that a pre-procedure femoral angiogram showed presence of pvd/calcium in the vicinity of the access site. It should be noted that per the mynxgrip instructions for use (IFU), the safety and effectiveness of mynx have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. The review of the lhr (lot f1432804) indicated that the device lot met all established performance criteria prior to shipment. (B)(4).